Event description:
It was reported that an advantage fit blue system was implanted to treat stress urinary incontinence symptoms. Immediately after the implantation, the patient experienced acute urinary retention and significant pain. Several stents were placed during the days following the implant procedure; however, voiding was not possible. The patient indicated expressing the desire to remove the sling; however, it was noted that the medical personnel recommended loosening the device instead. Approximately a week after implant, the patient was hospitalized after attempting to loosen the tight sling vaginally. A surgical procedure was performed in which it was noted that the strip had become excessively loose and eventually came off; therefore, the gynecologist opted to remove the existing sling and implant a new device. Note: this report pertains to one of two devices implanted on the same patient. Refer to manufacturer report number 2124215-2025-25023 for the second advantage fit blue system device.

Manufacturer narrative:
Block h6: patient code e1309 captures the reportable event of immediate acute urinary retention. Patient code e2330 captures the reportable event of pain. Impact code f1905 captures the reportable event of removal of existing sling.